Manufacturer narrative:
Investigation summary/conclusion: with the available information, boston scientific concluded the clinical observation of dehiscence is a known inherent risk of the device and is noted within the product's instructions for use (IFU), as well as the product's risk documentation. Device history record review: a review of the manufacturing documentation for this device was unable to be performed as the model and serial number are unknown. Device technical analysis: this device was not returned. As such, physical analysis has not been conducted in our laboratory. Labeling review: a labeling review was completed and determined the complaint situation was addressed in the product literature. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk review: a risk review was completed and confirmed that the event of dehiscence was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reporter that an 18-year-old male with long qt syndrome received a subcutaneous implantable cardioverter defibrillator (s-ICD). One month later, he developed subxiphoid wound dehiscence with mucoid discharge, despite negative cultures. Revisions failed, leading to device removal and transvenous-implantable cardioverter defibrillator (tv-ICD) implantation. However, similar wound issues occurred postoperatively. With no known material allergies, skin testing was performed with previously used materials. Only the silk suture site developed mucoid discharge, indicating a localized reaction. A new tv-ICD was implanted on the right without silk, and the wound healed uneventfully over six months.

Event description:
It was reporter that an 18-year-old male with long qt syndrome received a subcutaneous implantable cardioverter defibrillator (s-ICD). One month later, he developed subxiphoid wound dehiscence with mucoid discharge, despite negative cultures. Revisions failed, leading to device removal and transvenous-implantable cardioverter defibrillator (tv-ICD) implantation. However, similar wound issues occurred postoperatively. With no known material allergies, skin testing was performed with previously used materials. Only the silk suture site developed mucoid discharge, indicating a localized reaction. A new tv-ICD was implanted on the right without silk, and the wound healed uneventfully over six months.